Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that evis exera iii gastrointestinal videoscope was leaking air/water from the distal end. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus service center confirmed the reported event, and observed foreign material clogged in the auxiliary water channel. In addition the following defects were found, switch 1 button rubber has wear and tear , angulations are out of specification, biopsy channel has wear and tear, a-rubber is pierced and leaky, water tightness is lost. There was leaking on the bending cover due to a cut, a chip on the bending cover adhesive, light cut on lens guide tube, and scratches on printed circuit board. The faulty parts were replaced, and the device was returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was solid whitish crystalline material and looked like residue of detergent. Therefore, foreign material could not be identified and the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.